Manufacturer narrative:
A sample from the patient was provided for investigation. Investigations determined that the sample contains an interferent to the streptavidin used in the ft4 assay. This limitation is covered in product labeling.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4). (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys ft4 ii assay (ft4) and the elecsys tsh assay (tsh) on an e602 analyzer. The erroneous ft4 result was not reported outside of the laboratory. It was asked, but it is not known if the erroneous tsh result was reported outside of the laboratory. This medwatch will cover ft4. Please refer to the medwatch with a1. Patient identifier (B)(6). The sample initially resulted as 51.36 pmol/l for ft4 and 0.665 for tsh when tested on the e602 analyzer. The tsh units of measure were not provided. A clarification has been requested. The sample was repeated on an abbott analyzer on (B)(6) 2016, resulting with a ft4 value of 12 pmol/l and a tsh value of 1.3 mu/l. It was stated that ft4 result from the e602 analyzer did not match the clinical condition of the patient. It was also stated that the patient had a previous sample where a similar result difference was noted and the ft4 value from this sample did not match the patient's clinical condition. No further details were provided regarding the previous sample. With regards to the ft4 result, the patient was not adversely affected and no treatment was provided to the patient. The e602 analyzer serial number was (B)(4)..

Manufacturer narrative:
The unit of measure used for all tsh results is miu/l.